Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change while using the ilet system with a contact detach steel infusion set, with fingerstick readings progressing to ¿high¿ and 441¿442 mg/dl despite repeated checks and a subsequent supply change; review of use indicated a missed meal announcement following the supply change, and no device alarms were reported. Symptoms included hyperglycemia. Outcomes included correction of glucose levels back into the target range within the following day and ongoing glycemic stability thereafter, with no hospitalization. Investigation included troubleshooting and user education focused on meal announcement use, verification of supplies and insertion, guided supply replacement, and serial glucose monitoring by fingerstick. Investigation of this case revealed that the event was consistent with user operation errors related to a missed meal announcement rather than a device malfunction, and the device continued to function without alerts or hardware issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.